Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter technical services (bts), the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The patient was treated with vancomycin ip (start date, dose, and frequency were unknown) for peritonitis. The patient was still hospitalized. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12g17013 and h12h08051. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.